Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter : the parent of the consumer reported incorrect scaling and stated the scaling does not start at the correct point on the syringe barrel. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter : the parent of the consumer reported incorrect scaling and stated the scaling does not start at the correct point on the syringe barrel. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-mar-2022. H6: investigation summary customer returned a total of 77 syringes in polybags for 0.3ml, 31 gauge, 8mm samples from lot 0167574. 30 of these samples were measured to ensure the graduation markings were placed correctly. All of the samples were found to be within specification. A review of the device history record was completed for batch# 0167574. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the scale markings being defective. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.